Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, deployment of the foot and the needle, suture retrieval was completed; however, when the lever was returned to its original position, the foot failed to park. The physician removed the device with the foot opened and tissue or calcium was found on the foot preventing the foot from being retracted. No arterial damage was reported. No calcification or scar tissue was reported. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.